Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was 528-550 mg/dl. A correction bolus via the pump was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.